Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed which confirmed the presence of particulate matter in the line of the apd set. Leak testing, clamp function testing, clear passage testing, and a simulated therapy was performed without noting any issues. The cause of the particulate matter was determined to be pin build up from the extrusion process which is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the line of an apd set. The reporter stated that the particulate matter looked like a red and black mosquito/insect. There was no patient involvement. No additional information is available.